Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and monarc and mesh were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(4)2 006 due to stress urinary incontinence, menorrhagia and rectocele with concurrent tvh. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, and vaginal scarring. It was further reported that the patient underwent vaginal mesh excision on (B)(6) 2006 due to vaginal mesh erosion, rectocele and perineal body defect. (B)(4).